Event description:
Frequent inaccurate blood glucose readings leading to suspension of insulin delivery and unnecessary alerts. Readings are off as much as 100 points from actual glucose readings. Requested for product manager to call me regarding the situation. The product manager has failed to contact me; therefore, leading me to believe medtronic is unwilling to assist patients with their products inefficiencies.